Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -7.0 into the patient's right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to low vault. That same day, the lens was replaced with a longer length lens although it is unclear whether this was within the same procedure. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).